Manufacturer narrative:
The scale was beyond its expected lifetime when the event occurred. The field corrective action for the sling adapter had not been implemented on the lift by the distributor.

Event description:
Hill-rom became aware of an event where the scale adapter to a liko scale broke.